Manufacturer narrative:
H10: h3, h6: the device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and it was noted that the unit was received pressurized. A functional evaluation revealed that the foot switch receptacle was loose and not holding properly. The unit¿s enclosures were opened and it was noted that the rtv that was applied to the locking nut and the inner enclosure to prevent the locking nut from loosening, had broken free and allowed the nut to loosen. The bead of rtv that had broken away was still within the enclosure. The complaint was confirmed and the root cause was a failure of the rtv used to cement the locking nut to the inner enclosure. It is recommended that the instructions for use, be reviewed regarding depressurizing the spider 2 for storage. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found related failures.

Event description:
It was reported that during an unknown procedure, the foot pedal plug on the tenet was loose and it was not holding properly. The procedure was completed with a back up device with no delay or patient injury reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.